Manufacturer narrative:
Facility name: (B)(6). Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2012. No system errors were found to have occurred during the surgical procedure.

Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a legal complaint concerning a patient who underwent a da vinci hysterectomy procedure on (B)(6) 2012. The legal complaint alleged that during the surgical procedure, the patient's ureter, vagina, and bladder, and other organs not associated with the procedure were negligently injured. The legal complaint also alleged that the injuries resulted in the necessity of continued follow-up care, surgical intervention, and embarrassing side-effects. The details of the patient's injuries and surgical intervention were not provided.

Manufacturer narrative:
Based on the documents provided by the patient's attorney, it is unknown at what medical center the reported surgical procedure was performed. The name of the surgeon who performed the surgical procedure is also unknown. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: the legal complaint claimed that the patient sustained injuries to her ureter, vagina, and bladder during a da vinci surgical procedure and required surgical intervention. However, at this time, it is unknown if a malfunction of the da vinci system, an instrument, or an accessory caused or contributed to the patient's injuries.